Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient's ipg was inoperable. It is unknown if the ipg depleted prematurely or not. As a result, the ipg was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.